Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 11:13 a.m. Was 5.0 inr. The result from the meter at 11:15 a.m. Was 3.8 inr. The result from the meter at 11:20 a.m. Was 4.8 inr. This result was tested with a different test strip lot number. The patient stated all of his fingers had been lanced more than once but could not recall what result came from the same finger. Product labeling states, "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The patient¿s therapeutic range is 2.0-3.0 inr. The patient's interval of testing is every two weeks.